Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported " capsular contracture baker grade IV". This record is for the right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.6.

Event description:
Healthcare professional reported " capsular contracture baker grade IV". Healthcare professional later reported "after further investigation, these devices were mentor and not allergan". This record is for the right side. Device was explanted.